Event description:
A malfunction alarm was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. Customer chose to independently resume insulin deliveries after the call, and no further action was required. Customer may continue to use the pump.